Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "transcatheter closure of perimembranous ventricular septal defect with aneurysm: radiologic characteristic and interventional strategy", was reviewed. This research article is a retrospective single center experience to explore the radiologic characteristics and interventional strategies for perimembranous ventricular septal defect(pmvsd) with aneurysm. Amplatzer duct occluder ii (abbott), symmetric occluder(a2b2), asymmetric occluder (a4b2), and eccentric occlude (lifetech scientific shenzhen co. Ltd) were associated with the study. There is no allegation of malfunction of the abbott devices. The article concluded that it is safe and effective to apply this method for the classification of pmvsd with aneurysm and its interventional strategy. The primary author of this article is weibing guo, guangdong cardiovascular institute, guangdong provincial people¿s hospital, guangdong academy of medical sciences, guangdong, china. The correspondence author is zhiwei zhang, department of pediatric cardiology, guangdong provincial people¿s hospital, guangdong academy of medical sciences, guangdong cardiovascular institute, guangdong, china with the corresponding email: drzhangzw@sohu.com.

Manufacturer narrative:
As reported in a research article, 257 patients underwent transcatheter closure of peri membranous ventricular septal defects with aneurysm between (B)(6) 2016 to (B)(6)2018; occluders used were amplatzer duct occluder ii, symmetric occlude, asymmetric occluder, and eccentric occluder. Events of residual shunt with murmur, severe malignant arrhythmia, tricuspid regurgitation, aortic regurgitation, occluder removal, tricuspid valve papillary muscle rupture, pacemaker implant, and right heart enlargement were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer duct occluder ii additional sizes instructions for use, 100103135 revision b "indications and usage: the amplatzer duct occluder ii is a percutaneous transcatheter occlusion device intended for the non-surgical closure of patent ductus arteriosus."